Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a manufacturing issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and does not operate when connected to mains power. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device had a power source detection issue. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and does not operate when connected to mains power. There was no patient involvement reported.